Event description:
The manufacturer sales representative reported that the device was overheating during a procedure at the user facility. There was no patient impact, no delay, no medical intervention, and no adverse consequences related to this event.

Manufacturer narrative:
Corrected data: product return. Follow-up report submitted to document device evaluation results. The account discarded the device.

Event description:
The manufacturer sales representative reported that the device was overheating during a procedure at the user facility. There was no patient impact, no delay, no medical intervention, and no adverse consequences related to this event.